Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that high capture threshold, undersensing and noise oversensing were observed on the atrial lead.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead failure was suspected. The lead was capped and replaced on (B)(6) 2020. The patient was stable.